Event description:
It was reported that during a lap esophagectomy, the tissue pad was damaged and lifted off the clamp arm in about 1 hour. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
New information received.

Manufacturer narrative:
(B)(4). New information received. The tissue pad did not detached. This event does not meet the criteria for a reportable event.